Event description:
Additional information was received indicating the lead was repositioned on (B)(6) 2017. Postoperatively, the patient is reportedly receiving effective therapy.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
It was reported the patient was not experiencing effective pain relief. Patient also complained of a new sensation in her buttocks. It was found that the lead placed at the s1 vertebral level had migrated. Stimulation to the s1 lead was turned off and the sensation ceased. Surgical intervention may take place at a later date.